Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." Additional event(s) for this patient reported on medwatch number(s) 1825034-2016--02663 / 02664.

Event description:
During a total hip arthroplasty while impacting the acetabular liner, the acetabular cup became loose and was removed. It was noticed that the patient's acetabulum was fractured. The incision was closed and another surgery will be scheduled for a future date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
Medical product: g7 neutral arcomxl liner, catalog#: 010000739, lot#: 3736675; g7 hi-wall arcomxl liner, catalog#: 010000817, lot#: 3729482. Complaint sample was evaluated and the reported event was confirmed. The out of tolerance measurements likely is damage of liner due to attempted insertion and removal of the liner. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while impacting the acetabular liner during a total hip arthroplasty, attempts to impact the liner were unsuccessful, and the liner became loose and was removed. It was noticed that the patient's acetabulum was fractured. The incision was closed and another surgery will be scheduled for a future date. All products were removed from patient when patient was closed. No surgery has been reported to date.